Event description:
It was reported that the scrub nurse complained that a piece of plastic from the pkr tibial impactor was loose. She subsequently pulled the piece off and discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding a damaged tibial impactor was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. No material or manufacturing defects were found. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded the event is the result of repeated use. No material or manufacturing defects were identified. No further investigation for this event is possible at this time.

Event description:
It was reported that the scrub nurse complained that a piece of plastic from the pkr tibial impactor was loose. She subsequently pulled the piece off and discarded.